Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via review of the memory image of the device. The device was tested using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that device reached premature eri. Increase in capacitor charge time and multiple episodes of auto mode switch were noted. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.